Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was deformation of the electrical connector. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the suction cylinder and noise on the image. There was no patient involvement.